Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. (B)(4). Medical device lot #: 222081 was reported, however, this is not a lot # manufactured for the reported catalog #. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using smartsite¿ vented vial access device the components separated. This occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from italian to english: during the blood sampling, the smatsite valve attached to a luer syringe detached.

Manufacturer narrative:
H6: investigation summary: an mv0420-0006 product was not available for investigation; however the customer confirmed that the complaint sample was from lot 222081. As part of the investigation, the customer provided a photograph of the affected sample to assist the investigation; analysis of the photograph confirmed the customer's experience with the female luer adapter (fla) of the smartsite appearing to have separated from the clear body of the smartsite. However no further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 222081 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.

Event description:
It was reported while using smartsite¿ vented vial access device the components separated. This occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from italian to english: during the blood sampling, the smatsite valve attached to a luer syringe detached.